Manufacturer narrative:
Section 72 (6) of the german medical device implementation act (mpdg) contains a requirement for the manufacturer of a medical device to obtain written patient consent before completing product analysis of a patient owned device. Patient consent has not been received; therefore, analysis cannot be performed. The product investigation record will be closed, and the device archived. If patient consent is received at a later date, the product investigation record will be re-opened for device analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. Surgical intervention was performed, and the s-ICD was explanted and will be returned for analysis. As the patient's heart health had improved, no new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. Surgical intervention was performed, and the s-ICD was explanted and will be returned for analysis. As the patient's heart health had improved, no new system was implanted. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.